Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d284drg implantable cardioverter defibrillator (ICD) implanted: 2008-(B)(6), product ID 694765, implantable tachy lead implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that during the clinic testing, it was noted the right ventricular (rv) lead capture threshold had increased. It was also reported there was far field r-wave (ffrw). The device was reprogrammed and leads remain in use. No patient complications have been reported as a result of this event.